Event description:
It was reported the camera head device had an issue of "looseness of scope connector". The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the scope adapter is loose. Based on the results of the investigation, it is likely that the following led to the malfunction: the eye piece cannot be connected normally due to a malfunction in the coupler connector, and the loosening indicated is presumed to have occurred. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): looseness of scope connector IFU applicable area preparation and inspection inspection of the camera head ·when turning the endoscope mount lock counterclockwise with holding it lightly, confirm that the endoscope mount lock is free from looseness or backlash. ·when operating the endoscope mount, confirm that the endoscope mount is free from looseness or backlash. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device is returned and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the camera head device had an issue of "looseness of scope connector". The issue was found during reprocessing. There was no patient involvement.